Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-1116, 1627487-2013-1118. It was reported the patient is not receiving effective stimulation on his left side. X-rays were taken and showed the lead has migrated. It was also reported he experiencing pain at his ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.